Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported gi bleeding and subsequent patient outcome could not be determined through this evaluation. The heartmate ii lvas IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to gastrointestinal (gi) bleed. Patient developed a gi bleed and chose no further aggressive care and chose comfort care. Pump was turned off (B)(6) 2019 and patient expired. It was reported that the device operated as intended. No autopsy was performed, therefore, the device will not be returned for evaluation. No additional information was provided.